Event description:
It was reported that a locking screw went through a plate since a torque limiter was not functioning properly in limiting the torque. This occurred during an open reduction internal fixation(orif) of a distal radius procedure. The surgeon was able to remove the screw and reinsert another screw by hand. There was a surgical delay of 5-10 minutes as a result. Additional x-rays were also required. The procedure was successfully completed with no harm to the patient. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.